Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that this lead is malfunctioning. It was believed that the lead had dislodged and a revision was planned. On (B)(6) 2016 this lead was repositioned and remains actively implanted.